Event description:
Caller reported a cgm error. There was no adverse impact to the customer's blood glucose level. Technical support provided comprehensive pump reset instructions and guided caller through the reset process, after which the pump did not display the error and caller successfully started their sensor session.